Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product model/serial numbers. The model listed in the pli is a representative, as there is no specific model listed. The date of death is not available at the time of this report and there is no direct correlation with device lot/serial/manufacturers numbers. The baseline gender/age characteristic is male/67 years old, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿multipolar pacing by cardiac resynchronization therapy with a defibrillators treatment in type 2 diabetes mellitus failing heart patients: impact on responders rate, and clinical outcomes.¿ cardiovasc diabetol (2017) 16:75. Doi 10.1186/s12933-017-0554-2. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) and lead systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. Patient deaths were referenced in the article; however, there was no specific device model/serial number correlation or any indication that the deaths were product-related. There were also patients who experienced lead dislodgements, phrenic nerve stimulation, catheter dislodgement, lead repositioning, stroke, shocks, atrial fibrillation (af) and ventricular tachycardia (vt). The status of the device and lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.